Event description:
Surgeon was performing a c1-2 posterior cervical fusion and wanted to connect it to an existing construct from c3-7. After placing screws into c1 and c2 the surgeon wanted to back out a 3.5x28mm c2 screw as it was buried into the bone at c2. He attempted to back out the screw with the hex portion alone (no holding sleeve on the screwdriver). The tip of the driver broke off in the screw and the fragment could not be retrieved. He attempted to back the screw out by locking a small piece of a rod with the locking cap and 'helicopter' the screw out using the counter torque instrument. As he was attempting this maneuver, the screw broke approx 10mm down the shaft of it, leaving the screw buried in the pedicle of c2. Retrieval of that fragment was too dangerous to perform so he left it in. He also tried to back out a 4.0x34mm long shank screw and that screw stripped. He was able to successfully 'helicopter' that screw out and replace it with a 4x40mm m/l screw. The surgeon completed the surgery with fixation at c1 and c2 on one side and just c1 on the other side. He used a parallel connector to connect it to the medtronic vertex system that was previously in.

Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Not returned for evaluation.